Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this product presented to the clinic for a routine device check. During this appointment the patient noted that the leads had protruded through the skin near the device pocket. The physician assessed the wound and noted that the leads were easily visible through the skin. There was no sign of infection and due to the patient's advanced age the physician elected not to surgically intervene. The device system remains in service and the patient will be monitored.